Manufacturer narrative:
Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved k111860 and k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer was running 11 samples and they had 10 positive results and one ind. This event occurred 10 times. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer had 10 out of 11 samples in one run as low positive result"

Manufacturer narrative:
H.6 investigation summary: "the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had ""false positives"" while running the staphsr and cdiff assays. Fse was dispatched. Service was unable to renormalize reader a on the instrument, which led to the reader on side a being replaced. Reader health checks and renormalization was performed on both readers, side a and b. Qualification runs completed and passed. Instrument was returned to the customer functioning to bd specifications. This complaint is confirmed. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the customer was running 11 samples and they had 10 positive results and one ind. This event occurred 10 times. There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer had 10 out of 11 samples in one run as low positive result."